Manufacturer narrative:
H3: product analysis of the device found that functionally, a syringe was used to inject 20-cc of air into the cuff balloon and the cuff never fully inflated which would have resulted in the reported event. Under magnification, a small puncture was found in the cuff. Electrically, for further analysis, resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were as follows: 3.7 ohms (blue), 3.7 ohms (blue with clear tubing), 3.6 ohms (red), and 3.6 ohms (red with clear tubing) in which all electrodes were within specification. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the operation, the doctor found that the tube balloon leaked during inflation and immediately replaced with the spare endotracheal tube. There was no delay in the surgical procedure. The procedure was completed with backup product. The there was no patient impact.